Event description:
After full charge; the battery worked 1-2 mins and shutdown with device alert. Please note: there was no serious injury or death in this incident.

Manufacturer narrative:
Device evaluated by MFR. The ventilator is not available for investigation by newport medical instruments. The customer has already repaired the unit by replacing the battery, and it has been returned to the customer.